Manufacturer narrative:
The device was interrogated and presented with appropriate battery status and no fault codes. No adverse patient effects have been reported with this event. However, the device was later explanted, reason not disclosed, and returned for analysis. Initial analysis revealed a device anomaly.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) emitted tones.